Event description:
A malfunction alarm was identified. There were at least three occurrences of the same malfunction on the pump, but no additional information was available regarding the impact on the customer's blood glucose level. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery while a replacement pump is provided.